Event description:
The customer contacted heartsine to report that their device is not working. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted heartsine to report that their device is not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the device and verified the reported issue. The were no voice prompts, and a red status indicator was present. The cause was traced to a faulty u5 communication chip. The device was scrapped and the customer received a replacement device. Section h6 device code of the initial medwatch report indicates: failure to power up section h6 device code of the initial medwatch report should indicate: no audible prompt/feedback.